Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image. The issue found during an unknown event. There was no patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the event occurred due to the following: 1) moisture that has entered the device from the leak location has caused a temporary conduction abnormality in the image pickup unit or video connector internal board. 2) stress applied to the universal cord, abnormalities such as buckling and arrangement disorder occurred in the built-in imaging cable, resulting in a temporary cable conduction abnormality. 3) temporary failure of the board inside the video connector due to stress applied to the video connector 4) temporary failure of the imaging unit or video connector internal board due to the following a) on/off when the video connector is wet b) plugging/unplugging the video connector while the power is on c) scratches or dirt on the electrical contacts of the video system center or video connector d) static electricity applied to the electrical contacts of the video connector e) non-compliance with reprocessing conditions such as autoclave the event can be detected/prevented by following the instructions for use which state the following: 1) "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." 2) "do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result." 3) "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." 4) "if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." 5)"turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Additionally, the device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted leaks from a ruptured video cable, the bending section glue was cracked with an exposed thread, there was peeling cement around the objective lens, the light guide tube has several buckles, the video connector has cracks on the m-case and the m-plug, the video cable is ruptured with exposed metal frame. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.